Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings:during testing, it was observed that the display screen was dim and discolored. Unrelated to this issue, the bolus button cover was missing therefore the investigation was unable to test the button¿s response from user input. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on (B)(6) 2016.